Event description:
A customer in (B)(6) notified biomérieux of a misidentification of a candida albicans atcc 14063 strain when testing with vitek® yst ID test kit (ref. 21343, lot 2430356103). The vitek® testing gave an identification result of stephanoascus ciferrii. However, customer was not using the recommended sda agar. Despite qc failing, the customer used the vitek® card with a patient isolate. Vitek® gave a result of "unidentified". The customer was able to report the identification of the patient isolate without delay from the bd chromagar candida that they were testing in unison. The customer performed further qc testing with the appropriate agar as instructed, and again discrepant results were obtained. Regarding testing with the patient isolate, the customer stated that there were no wrong results reported to a physician or delay in reporting patient results. There was no patient harm nor any indication or report from the laboratory that the discrepant result led to any adverse event related to the patient's state of health. Regarding the atcc14063 qc strain, there was no patient associated with this strain and no indication from the laboratory that the discrepant qc result led to any adverse event related to any patient's state of health. A biomérieux internal investigation has been initiated.

Manufacturer narrative:
A customer in (B)(6) reported a misidentification of a candida albicans atcc 14063 strain with vitek® 2 yst ID test kit. The customer submitted the strain and yst cards for evaluation. An investigation was performed. On vitek 2 (v7.01), testing was performed from sda subcultures under aerobic atmosphere as recommended. Yst cards from the customer lot 2430356103 (cl) and a random lot 2430066403 (rl) were tested in duplicate with the customer strain. Yst cards from the customer lot 2430356103 (cl) and a random lot 2430066403 (rl) were tested in duplicate with the internal strain. All biochemical tests conformed for all cards with both strains tested. The customer issue was not duplicated. The vitek® yst ID cards performed as expected.